Event description:
Patient states that his medtronic defibrillator started to go off shocking him. This continued for 3 weeks and he went to the hospital to have the device turned off. Patient states that the leads are still in his body and x-ray shows that they are broken.